Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that approximately six weeks postoperative the patient also developed corneal edema, keratic precipitates, anterior chamber cells, anterior chamber flare, hypopyon and endothelial cell loss. According to the surgeon, the symptoms recovered after the initial surgical treatment. The surgeon's clinical judgment is that that the event was non-infectious according to the bacterial test results. It was determined as aseptic endophthalmitis.

Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since mid-(B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on 15-apr-2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models. Evaluation summary: the customer indicated the use of an approved cartridge with an unspecified handpiece. The cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the japanesev market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
An ophthalmologist reported a patient developed endophthalmitis six weeks following an intraocular lens (iol) implant procedure. Inflammation and fibrin were confirmed. Antibiotic treatment was applied. The following day symptoms showed no improvement. The patient was transferred to the university hospital to exchange the iol. Additional information was provided by the ophthalmic surgeon, who reported that approximately six weeks after surgery, the patient developed hyperemia, inflammation and foreign body sensation. The patient was treated with a steroid injection, antibiotics and anti-inflammatory medication. The following day, an anterior chamber irrigation, vitrectomy and an iol explant were performed. Four weeks later, the inflammation continued. A bacterium inspection was performed with a negative result.